Event description:
Pt had total abdominal hysterectomy with pubovag sling and protegen sling implanted on 2/16/98. Pt returned to surgery on 4/14/98 for removal of protegen implant and repair of uretheral erosion.